Event description:
It was reported that the stent dislodgement was noted. A 3.00 x 38 promus premier select was selected for treatment. When the nurse opened the package, and loaded the device onto the guidewire, it was noted that the stent was loose from the shaft. The device was not introduced to the patient and replacement with another stent occurred to complete the procedure successfully. The patient was good post procedure.

Manufacturer narrative:
The device was returned for analysis. A visual and tactile inspection of the hypotube shaft identified a break 18.5 cm distal to the distal end of the strain relief. Multiple kinks were also observed in the hypotube. No issues were found during the visual and tactile examination of the outer and inner lumens or the mid-shaft section. Microscopic analysis showed no signs of damage, stretching, or lifting of the stent struts. The stent remained securely positioned between the proximal and distal marker bands with no evidence of movement. Balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped, evenly folded, and not subjected to positive pressure. The bumper tip showed no signs of distal tip damage. Dimensional testing of the undamaged crimped stent od (outer diameter), measured using a snap gauge, was 0.0415 inches, within the maximum crimped stent profile measurement. No other issues were identified during the returned product analysis.

Event description:
It was reported that the stent dislodgement was noted. A 3.00 x 38 promus premier select was selected for treatment. When the nurse opened the package, and loaded the device onto the guidewire, it was noted that the stent was loose from the shaft. The device was not introduced to the patient and replacement with another stent occurred to complete the procedure successfully. The patient was good post procedure.